Event description:
A pt reported experiencing inaccurate high results with a fasttake meter. The pt's blood glucose results were 150 mg/dl vs. 88 lab. Tests were done within 10 minutes with a difference of 62 mg/dl. Pt did not experience any adverse events. No further info has been reported.